Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the pil tech could not reproduce the accusation of the upper section of the touch screen did not respond, however the pil tech could verify that there is a definite touch screen misalignment issue, that does extend into the upper portion of the touch screen. The touch screen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the touch screen response issue and the reason for the confirmed touch screen accusation. The failures of the touch screen are due to a high and out of spec resistance readings in the flex circuit portion of the touch screen.

Event description:
Philips received a complaint by the customer on the v60 indicating that the upper section of the touchscreen did not respond. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The mechanical engineer (me) evaluated the device and confirmed the reported problem. Misalignment in the touch position was confirmed. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.